Manufacturer narrative:
The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that there was no equipment malfunction was reported. Customer requested data dump to verify nurse keystrokes concerning having notated that she rapidly pushed 2 units of blood simultaneously at a high infusion rate. Clinical manager wants to compare actual keystrokes to what was notated, as the nurse is confused as to why she notated such, and feeling as though she actually infused at proper rate. There was no patient harm.

Manufacturer narrative:
The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 18dec2013 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device is used for treatment purposes. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was no equipment malfunction was reported. Customer requested data dump to verify nurse keystrokes concerning having notated that she rapidly pushed 2 units of blood simultaneously at a high infusion rate. Clinical manager wants to compare actual keystrokes to what was notated, as the nurse is confused as to why she notated such, and feeling as though she actually infused at proper rate. There was no patient harm.